Event description:
Patient is post- st segment elevation myocardial infarction (stemi). Intra-aortic balloon pump (iabp) placed in cath. Lab prior to decision on whether to perform CABG. During patient admission in ICU post iabp placement iabp console displayed "code 2 failure" and a malfunction alarm sounded. The device stopped functioning. The iabp console was replaced and patient remained stable without any complication. Old console removed from service.